Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient representative and a healthcare provider (hcp) via a manufacturer representative (rep) regarding an implanted infusion pump for non-malignant pain. Pump drug information was unknown. It was reported that the patient was in the clinic and the hcp heard a "long, long beep" coming from the pump. They checked the logs and there were no active alarms. Technical services reviewed to reinterrogate the pump and play a sample alarm to rule it out. The patient was sent home, so there was "no way to check". The rep planned to follow up with the patient. Additional information received on 2024-04-29 from a patient representative indicated that the pump was alarming the 27th minute of every hour. The alarm was described as a single tone alarm that had been that way for over a week, but "it took a while to figure out where it was coming from". The patient saw the doctor to have the pump interrogated on 2024-04-26, but since nothing showed up for alarms, the doctor told the patient to contact a rep. The patient's last refill was "a couple/3 weeks" ago and there was no active alarm going into that refill. The patient had not had recent magnetic resonance imaging (MRI). The last MRI the patient had was "months ago"", then stated "2-3 months ago", then stated "at least 3 weeks ago".

Event description:
Additional information was received that reported that the cause for the pump going empty was the patient was in the hospital and missed the refill appointment. The reporter was not aware of if the empty pump was unexpected.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a manufacturer representative (rep) indicated that another rep had seen this patient. The rep determined that an empty reservoir alarm had not been turned off. Additional information received indicated that the rep saw that patient in office on may 13th. The patient had an active alarm that was never silenced but therapy was not interrupted. The rep stated that they instructed and helped the primary care provider (pcp) turn off the active alarm.